Manufacturer narrative:
E1: postal code: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs) in the right kidney, the "prong thread" of an ngage nitinol stone extractor broke while attempting to remove a stone from the kidney. No stones were able to be removed from the patient with this device. The device was not tested prior to use. A laser was not in use while the extractor was being used. The patient did not have tortuous, calcified, or scarred anatomy. The procedure was completed with another ngage nitinol stone extractor. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation evaluation description of event: as reported, during retrograde intrarenal surgery (rirs) in the right kidney, the "prong thread" of an ngage nitinol stone extractor broke while attempting to remove a stone from the kidney. No stones were able to be removed from the patient with this device. The device was not tested prior to use. A laser was not in use while the extractor was being used. The patient did not have tortuous, calcified, or scarred anatomy. The procedure was completed with another ngage nitinol stone extractor. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, and a visual inspection of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Basket wires have come loose from the sheath, no evidence of charring under magnification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows 2 other complaints. Neither of the recorded complaints are related to the current failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, does not provide any information related to the reported issue. The returned device was found to have two broken basket wires. The basket wires broke inside the basket sheaths that hold the basket wires in place, allowing the basket wires to pull free from the basket sheaths. There was no evidence the wires had been exposed to a laser or other electrified instrument. It is possible that excessive force was inadvertently applied to the device, resulting in the broken wires. No specific information of device usage was known, but situations such as attempting to remove a large stone through the scope can place large forces on the basket components, leading to breakage. The was not enough evidence to allow a conclusive cause of the issue to be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.